Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that about 6-9 months ago they had a fall and did report it to their managing physician who ordered x-rays. The patient said that they were told the line got out of alignment however not enough to have the device replaced. They had been doing well for a while and then started waking up in the middle of the night soaking wet. When asked, the patient said that the issue had been off and on for a while. They said that they made an appointment to see the manufacturing representative (rep) last friday ((B)(6) 2025), however they stopped having the issue at night for 3-4 nights so the patient cancelled the appointment. However, it was really bad again. When asked, the patient said they don't make adjustments themselves. One time someone on the physician's team made an adjustment and it caused pain. The patient was redirected to their healthcare provider to schedule reprogramming session and device check.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2r1cz implanted: (B)(6) 2023 product type lead section d information references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128. Lot# va2r1cz. Implanted: (B)(6) 2026. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-mar-23 additional information was received from the patient. The patient called back to report that they had continued to experience issues with the therapy. The patient said they woke up every 2 hours to urinate, so they didn't sleep well and they didn't feel good. The patient noted that when they got up to urinate they only urinated a little bit and they were never wet. The patient mentioned that they had both urinary incontinence and retention. The patient said they've met with manufacturer reps at their managing healthcare provider's (hcp's) office, but did not share the outcome of those visits. The patient was not comfortable making changes to the therapy settings themselves. The patient has an appointment with their managing hcp this friday, but they said it might be difficult to make it to the appointment because it got rescheduled from an afternoon appointment to a 10am appointment. The patient requested listings of other hcps familiar with the ins in their area. The agent reviewed physician listings verbally. The patient was redirected to their hcp to further address the issue. The patient said they will likely keep the appointment with their managing hcp. On 2026-apr-17 additional information was received from the healthcare provider. An outbound call was made to the patient's provider. Spoke with front staff who looked through patient¿s medical records for relevant information. It was stated that the patient did experience retention prior to the device with their first visit showing a post-void residual of 250ml. At the 2 week post-op appointment the patient was able to empty their bladder without any problems and only had a 50ml post-void residual. The staff member saw no allegations of worsening symptoms in the patient¿s record. The patient did not utilize catheters prior to the device.